Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie drawer failed. A field service engineer contacted the customer and advised that a technician could proceed to floor cl-5 to recover the cubie that was not present. The technician was instructed to attempt the cubie recovery process up to three times until the error cleared. The field service engineer decided to postpone further action to a later time. When the technician was unable to recover the cubie, the field service engineer later dialed in remotely and confirmed that no drawer failure was present. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed and cubie pocket was unrecoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.